Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The suspected cause of the event was due to insulation damage, although not confirmed. The lead was explanted to resolve the event. The patient was stable.

Event description:
Additional information was received that noise resulted in over-sensing, the event was observed in the clinic, and the patient was stable.